Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 300 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The self test passed. It was reported that the insulin pump alarmed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.